Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was dropped and broken in several points. It was stated that the battery compartment threads are damaged and customer stated that the function of the insulin pump was compromised. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump should be replaced and returned for analysis.